Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when biking, the patient's device stops pacing at 150 beats per minute (bpm) and the heart rate drops within a half a minute to 110-118 bpm. It stays at this rate during exertion (ie. Climbing a hill or sprinting) and then rises to an expected level of 130-140 bmp when the work declines. The patient has measured this phenomenon using three separate measurement sources. The device remains in use. No patient complications have been reported as a result of this event.